Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, oversensing and short v-v intervals after the lead was programmed to unipolar configuration for an unknown reason. The lead remains in use with plans in place for reprogramming. No patient complications have been reported as a result of this event.